Event description:
It was reported that during a bph surgical procedure at 57,316 joules of use and 12:36 minutes, "fiber tip heats up and breaks" was noted. The fiber tip (cap) was cleaned during the procedure. Reportedly, "intervention interrupted as they had no more fibers; 1 single fiber provided." The case was completed with an alternate procedure "bipolar resection." Patient outcome: "no injury to the patient" reported.